Manufacturer narrative:
(B)(4). The reported confianza pro with its separated tip was returned for evaluation. The core was found fractured at approximately 3mm distal to the mid solder (set at 15mm from the tip for the purpose of fixing the coil onto the core). Originating from the mid solder, the coil was elongated distally for approximately 15mm and then fractured. Microscopic observation revealed that the fracture end of the core had flat fracture surface and multiple circumferential cracks on the core shaft surface, indicating repeated bending stress had contributed to the core fracture. The fracture end of the coil was found twisted and had flat fracture surface, indicating that the coil fracture was most likely attributed to torsion generated when the coil was pulled and straightened. The ball tip was found attached on the very distal end of the separated wire tip. At approximately 12mm from the ball tip, the distal side of core fracture end was observed. The coil was found elongated for approximately 3mm and then fractured. Microscopic observation was performed on the distal side of core fracture end and coil fracture end. Just as seen on the proximal side, the core fracture end had flat fracture surface and multiple circumferential cracks on the core shaft surface; the coil fracture end was twisted and had flat fracture surface. Measurement of the returned guide wire and correspondence of the fracture ends confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress generated with wire manipulation had most likely attributed to the observed fracture of the core of the returned confianza pro. The applied stress would accumulate on the guide wire when the tip was being caught by the lesion. Further applied tensile stress generated with removal made the coil to elongate and eventually fractured. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi confianza pro guide wire had fractured during a procedure to treat a heavily calcified chronic total occlusion (cto) in the segment #6-7 of the left anterior descending artery (lad). The confianza pro was advanced in attempts to cross the lesion with the support of an asahi corsair pro microcatheter, but it was not successful. When removing the guide wire, its tip became separated. A snare was then used to remove the separated tip. The procedure was resumed with a new guide wire and was completed successfully with stent deployment. There were no adverse patient effects associated with this event. The patient was fine after the procedure.